Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had changed the insulin and infusion set several times and was still experiencing unexplained high blood glucose. Customer's blood glucose value is unknown. The customer stated she has had issues ever since she started using that box of infusion sets but had not received any no delivery alarms on the insulin pump. The customer declined troubleshooting for absence of no delivery alarms or high blood glucose.